Event description:
Tungsten tip of feeding tube came off from tube and remained in stomach. Terminal cancer pt had prolonged vomiting episodes and died 2 days later. Event occurred in home. Report being filed on behalf of hospice of county.